Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR 2134265-2018-00013. It was reported that the catheter became stuck on the wire. The 99% stenosed diffused target lesion was located in the moderately tortuous superficial femoral artery (sfa). There was in-stent restenosis (isr) of a previously placed stent in the distal sfa. A 6f 11cm introducer sheath was inserted and a 250cm guide wire advanced. The lesion was then pre-dilated with a 5x100mm balloon catheter and then the guide wire was exchanged with a .035 260cm guide wire. A 7x140 non-bsc stent was then deployed to treat the isr. A 7 x 120 x 75 innova¿ was then advanced ipsilateral and deployed in the proximal sfa. After stent deployment, the stent delivery system (sds) was unable to removed from the guide wire. The sds and wire were removed together. The innova stent was then post-dilated with a 5x100mm balloon catheter. A 7 x 60 x 75 innova¿ was then advanced ipsilateral and deployed in the proximal sfa overlapping the previous innova stent. After stent deployment, the stent delivery system (sds) was unable to removed from the guide wire. The sds and wire were removed together with the help of a forceps. The innova stent was then post-dilated with a 5x100mm balloon catheter. The procedure was completed and there were no patient complications or patient injury reported. The patient's condition post procedure was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. There was a kink at the nosecone of the device. There was no wire stuck in the device when returned. A .035 amplatz test guidewire was inserted into the device and the wire transcended through the device with no hesitations or restrictions. The stent was not returned. The stuck wire was not confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR 2134265-2018-00013. It was reported that the catheter became stuck on the wire. The 99% stenosed diffused target lesion was located in the moderately tortuous superficial femoral artery (sfa). There was in-stent restenosis (isr) of a previously placed stent in the distal sfa. A 6f 11cm introducer sheath was inserted and a 250cm guide wire advanced. The lesion was then pre-dilated with a 5 x 100mm balloon catheter and then the guide wire was exchanged with a .035 260cm guide wire. A 7 x 140 non-bsc stent was then deployed to treat the isr. A 7 x 120 x 75 innova¿ was then advanced ipsilateral and deployed in the proximal sfa. After stent deployment, the stent delivery system (sds) was unable to removed from the guide wire. The sds and wire were removed together. The innova stent was then post-dilated with a 5 x 100mm balloon catheter. A 7 x 60 x 75 innova¿ was then advanced ipsilateral and deployed in the proximal sfa overlapping the previous innova stent. After stent deployment, the stent delivery system (sds) was unable to removed from the guide wire. The sds and wire were removed together with the help of a forceps. The innova stent was then post-dilated with a 5 x 100mm balloon catheter. The procedure was completed and there were no patient complications or patient injury reported. The patient's condition post procedure was good.